Manufacturer narrative:
Details of the complaint: the customer reported that the ECG on this unit started showing nothing but artifacts on this unit a few days ago. No patient harm was reported. Investigation conclusion: the reported issue is confirmed, and the root cause of the reported issue is due to ECG module failure. No further investigation will be performed. Central nurse's station. Model: pu-621r. Sn: (B)(6). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The customer reported that the ECG on this unit started showing nothing but artifacts on this unit a few days ago. No patient harm was reported.

Event description:
The customer reported that the ECG on this unit started showing nothing but artifacts on this unit a few days ago. No patient harm was reported.

Manufacturer narrative:
The customer reported that the ECG on this unit started showing nothing but artifacts on this unit a few days ago. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Central nurse's station, model: pu-621r, sn: (B)(6), unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.